Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records could not be reviewed as a valid lot number was not provided and could not be obtained. No device information nor additional information about the procedure was provided. There is no stryker device failure reported via this complaint therefore no investigation can be performed. If additional information is received, this investigation will be reopened and updated.

Event description:
This event captures a review of a capri clinical study. No further device information is available. Patient two received surgical intervention post-operatively where an unknown screw and unknown rod was removed in order to extend the fusion. The patient had been experiencing back pain and right leg weakness following fusion. This report captures the unknown screw.

Manufacturer narrative:
Status and location of the device is unknown.

Event description:
This event captures a review of a capri clinical study. No further device information is available. Patient two received surgical intervention post-operatively where an unknown screw and unknown rod was removed in order to extend the fusion. The patient had been experiencing back pain and right leg weakness following fusion. This report captures the unknown screw.